Event description:
The customer reported the smartsite broke when disconnecting the syringe from the line. No patient harm reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.